Event description:
A customer contacted beckman coulter inc (bci) stating that a splashing on the reagent tray was observed after preventative maintenance (pm) was performed on the synchron cx5 delta chemistry analyzer. No operator exposure was noted.

Manufacturer narrative:
Customer technical support (cts) had the customer check the reagent syringe and probes. A field service engineer (fse) was dispatched on (B)(4) 2010 and initially checked the alignments for the reagent probe and mixer. The fse then replaced the valve for the reagent probe. All controls were running to specification, but splashing still occurring. Service installed a new reagent probe and syringe. The fse adjusted the reagent probe drive belt tension, which resolved the splashing issue.